Event description:
Neurosurgeon informed risk department that he had concerns about hardware that was used on patient. The surgery was done last year. Patient returned to surgery approximately three months later for replacement of screw cap hardware which were found to become displaced at t9 bilaterally and t10 on right side.